Event description:
It was reported that the control-iq algorithm decreased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 68 mg/dl, and the meter bg reading was approximately 200 mg/dl. Due to the decreased basal, the customer's bg subsequently rose to being displayed as "high" (specific value was not provided) which resulted in the customer being hospitalized. While in the hospital, the customer received treatment IV fluids of saline and insulin as well as magnesium and potassium. Reportedly, treatment resolved the issue and no permanent damage was sustained. System check with tandem technical support did not identify any additional issues with the pump or related supplies. Customer declined further follow up from tandem technical support, therefore no additional information could be obtained.